Manufacturer narrative:
The complaint device has been returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. An evaluation will be performed, and a supplemental report will be submitted. The manufacturer internal reference number is: comp (B)(4).

Event description:
It was reported that an inclusive mini implant failed. The patient has a medical history of parafunction. On (B)(6) 2023, the patient presented for a primary procedure on tooth #28. On (B)(6) 2023, at the second stage of surgery the provider determined there was a loss of osseointegration and explanted the device. No injury was reported.